Event description:
During a laparoscopic supra cervical procedure, received error code 5. After removing the device from the pt, it was noticed that the active blade was broken off. The blade was never recovered. At this point, the doctor considered the procedure complete.